Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Recommended replacement time occurred on (B)(6) 2016 and excessive charge time on (B)(6) 2016.

Event description:
It was reported that recommended replacement time (rrt) triggered for the device. Eight days later, there was an alert for end of service (eos). It was found that the device triggered eos due to excessive charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.